Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) to report a secondary medication set in which a no flow occurred. According to the report, the condition was identified once the secondary set was primed and connected to the primary line and programmed on the colleague device. The clamp was opened, but no fluid was dropping in the fluid chamber. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.